Manufacturer narrative:
The reason for this revision surgery was the patient fell and sustained rotator cuff arthropathy; the surgeon removed all original implant after 5.3 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 4 prior complaints reported against this part; summary of investigations: 2 trauma, 1 dislocation, 1 instability. This is the first complaint against this lot number. The root cause of this event is the result of patient trauma from a fall which damaged the rotator cuff. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient falling and sustaining rotator cuff arthropathy; the surgeon removed all of the original implants.